Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the reported image noise (image snowflake) could not be determined, however, the issue was likely the result of component failure due to a damaged/faulty charged-coupled device unit due to repetitive use stress, handling and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that image noise occurred (right eye) involving an olympus flex deflectable videoscope. The issue occurred during set up/inspection in the room, prior to the patient being in the room, for an unspecified procedure. There was no patient involvement, and no harm was reported as a result of the event. Upon evaluation if the returned device, a damaged/faulty electronic component was identified as the likely cause of the reported issue.